Manufacturer narrative:
The reported issue is currently under investigation. A follow-up report will be filed when additional details become available.

Event description:
It was reported that the 2600 system locked up during a case. The procedure was completed without incident, no patient injury reported.